Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was presenting flat left ventricular (lv) channel electrogram (egm) readings even when the sensing was programmed on. Technical services (wts) as consulted and noted a spike in left ventricular automatic threshold and a drop of 300 ohms. The system was reprogrammed to extended bipolar configuration and the issue was resolved. Technical services (ts) recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and the lv lead was found to be pulled back. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and the lv has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was presenting flat left ventricular (lv) channel electrogram (egm) readings even when the sensing was programmed on. Technical services (wts) as consulted and noted a spike in left ventricular automatic threshold and a drop of 300 ohms. The system was reprogrammed to extended bipolar configuration and the issue was resolved. Technical services (ts) recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and the lv lead was found to be pulled back. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was presenting flat left ventricular (lv) channel electrogram (egm) readings even when the sensing was programmed on. Technical services (wts) as consulted and noted a spike in left ventricular automatic threshold and a drop of 300 ohms. The system was reprogrammed to extended bipolar configuration and the issue was resolved. Technical services (ts) recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported.